Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was returned and evaluated. Biomaterial and blood was found in and around the purge gap and impeller. The high purge pressure reproduced in the lab while the purge was running. There was blood ingress found in the purge line in the catheter near the motor housing. When the catheter was cut at this location, the high purge pressure resolved. Log review showed an increase in motor current, pump flow, and purge pressure before "purge pressure high" alarms triggered. "Impella stopped - motor current high" alarms followed shortly after. The root cause of the pump stop was blood ingress. The cause of the ingress is unknown. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure : which triggers the ¿purge pressure high¿ alarm message: could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The us complainant had placed a cp pump to support a patient admitted in an acute myocardial infarction / cardiogenic shock. The pump did stop after purge alarms and ineffective troubleshooting. The troubleshooting was for 5 minutes, and the purge cassette and automated impella controller were replaced. Then eventually the pump itself was replaced. Support proceeded on the 2nd pump. The patient was transferred to a tertiary center and survived the event.